Event description:
It was reported that the patient had an allergic reaction 3 to 4 months after implant and they wanted to know the materials in their previous implant. The patient had a localized reaction or rash due to the implanted system and the device was itching and they got little tiny bumps. The patient tried an anti-inch cream and lotion and it only helped a little. The patient had the system explanted in 2012 due to the reaction and they thought it was an allergic reaction and their health care provider (hcp) thought it was a herpes infection. When the patient¿s device was explanted the rash went away so the patient thought the device was the issue. It was unknown if there was a 50 percent or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v437418, implanted: (B)(6) 2010, product type lead. (B)(4).